Event description:
It was reported that the physician questioned if withdrawal symptoms had been intermittent previous to the pump replacement. Additional information later reported that the patient experienced withdrawal symptoms prior to the pump replacement on (B)(6) 2014. The cause was not specifically able to be determined and it could not be specifically identified what the issue was, so the healthcare provider opted to replace the entire system. Per the reporter, the withdrawal symptoms were the reason for the replacement. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4)